Event description:
8 yr old female with history of coronary artery disease and tachy-brady syndrome with chronic atrial fibrillation. Permanent pacemaker put in years ago. In recent weeks she has noted recurrent, more frequent angina type chest pain. Requiring nitro stat. Also, having problems with telephonic pacemaker checks. Found the problem to be the generator, event though generator was only 2 yrs old.